Event description:
It was reported that the patient experienced increased spasticity and itching. An x-ray on (B)(6) 2013 revealed that the catheter tip was not in the spinal canal. The distal catheter coiled and curled up in the subcutaneous tissue of the mid lower back and was not in the intrathecal space. This resulted in the patient being underdosed. This was reported as possibly related to the implant procedure. The catheter was replaced on (B)(6) 2013 and disposed. The issue was resolved without sequelae on this date as well. This device system delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).